Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic stated that the customer experienced a hyperglycemia. Customer blood glucose level was ranging from 200 mg/dl to 256 mg/dl. Customer was used insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.